Manufacturer narrative:
Evaluation summary: a sample has been received and investigated: the sample returned in an open secondary package. The sample included the shunt delivery system (eds) in a cradle and inside the pouch, instruction for use (IFU) and labels. No shunt was received. The eds wire was straight and intact. The eds wire protruded from the cannula opening. A push force test has been performed on the returned eds according to the validation protocol. The test confirmed that the eds wire was bent after compression as required. The root cause is external - use error: the trigger was not operated and the eds wire was found intact. The complaint cannot be confirmed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. All products pass 100% final inspection prior to approval. If a defect would be noticed, the product would have been rejected. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a glaucoma filtration device (gfd) implant procedure, the gfd would not release from the delivery system even though pressing the release button while implanting. The surgery was completed after replacing the product with another one. Additional information has been requested.